Manufacturer narrative:
During failure analysis, the complaint was confirmed. Further investigation revealed a broken nose cone, motor assembly and other component parts. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker remb electric wire driver was sent in for repair for a sticky trigger during testing. There was no patient involvement; no adverse event was associated with the device.